Event description:
On (B)(6) 2005, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2009, the patient underwent a coil embolization for a type ii endoleak.